Event description:
It was reported that during a labral repair procedure, anchor broke. Broken pieces were removed with arthroscopic grasper. No procedural delay or patient injury reported.

Manufacturer narrative:
Microraptor regenesorb sa anchor assembly was returned for evaluation. No anchor was returned only the delivery device. Visual assessment of sample showed no abnormalities. Clinical details were provided that stated distal pressure was not maintained on the inserter handle during implantation of the anchor.